Event description:
A pt was being transported from operating room to the pt's room. The pump was reportedly alarming low battery during transport and went into bad battery alarm, stopping the infusion, just as the pt arrived in the room. The pt coded and was resuscitated. The pt was very unstable and had low bp prior to the incident. The pt's condition went rapidly down hill and expired a week or so later.